Event description:
It was reported that the device had a por (power on reset). It was also noted that there was no battery voltage and the battery impedance reading was high as the device was well beyond eri (elective replacement indicator). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.